Event description:
Reportedly, the stapler did not operate properly. The staples did not form properly and a colostomy was performed. Information states the device is a roticulator ta-30. The size was unknown.